Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #869a28. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned partially fired 1/16, with the reload pan partially dislodged from the right proximal side with one double driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. It is possible that handling by the customer could dislodge the pan as a result of the removal of the reload from the device, this could also allow for the drivers to be missing from the reload, as this is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 869a28, and no non-conformances were identified. The lot#921a10 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? No. If yes, were the staples formed properly? No staples were formed. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure the device misfire: the stapler was reloaded, when fired it, it did not function, no cut or stapling was made.